Manufacturer narrative:
(B)(6). An event regarding disassociated liner involving a unknown liner was reported. The event was confirmed. -medical records received and evaluation: a review of the provided medical records by a clinical consultant concluded: ¿in this difficult case of ankylosis spondylitis with poor bone quality, increased stress on the hips from spinal stiffness and deformity, and multiple medications, failure of acetabular fixation eighteen years post-implantation is not unexpected. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this late clinical situation.¿ -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: although the event was confirmed, the root cause could not be determined because the devices were not returned for evaluation. The clinical consultant¿s review of the medical information provided indicated there is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this late clinical situation.

Event description:
Additional information: it was reported that the patient is experiencing pain and has difficulty walking after the revision surgery.

Event description:
It was reported that in 1986 patient had a bilateral thr. The left hip is ok. In 2004, the patient's right trident hip shattered. Patient looked it up online and saw information on a january 2008 recall. The doctor never told him about the recall and has since passed away (surgeon).

Manufacturer narrative:
The patient did not provide the catalog number and lot code of the devices explanted in 2004. The device was reported as an unknown trident liner. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not returned.